Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was disconnected. A field service engineer found the station stuck on a black screen and not powering on. Suspecting a short, both auxiliary cables were disconnected. With both unplugged, the station powered on. Reconnecting the tower cable confirmed it was not the issue. Troubleshooting continued the auxiliary cabinet. A cut was found on the pyxibus cable, caused by rubbing against a full-height drawer. The cable was replaced, and two cracked rubber rail bumpers were also replaced. The station powered on successfully. Pharmacy staff confirmed the issue was resolved after logging in and testing multiple drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station was disconnected and offline mode. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.